Event description:
A healthcare facility reported to our distributor that when the hospital staff connected a breathing circuit and the mr290 autofeed humidification chamber to a ventilator and conducted a leak test, air leakage was detected. They reported the problem was solved by replacing the humidification chamber. No pt consequence was reported.

Manufacturer narrative:
The returned chamber was pressure tested using the returned chamber. Results: a small pressure drop was measured within the allowable limits. Conclusion: it is possible that the circuit was connected to the chamber incorrectly before the leak test. An incorrectly connected circuit could have resulted in a failed leak test. The fault could not be confirmed and the device met the pressure specification.